Event description:
It was reported that the event involved a male patient in the iccu (intensive coronary care unit) when the pump would not turn on. The pump failed in between, turned off permanently. As a result, the pump was switched out successfully. The senior perfusionist inserted the intra-aortic balloon (iab) through the sheath via left femoral artery with no issues. No report of patient death, complications or injury. There was a twenty minute delay or interruption noted with no harm to the patient. It was reported that medical/surgical intervention required was replacing the whole iabp. The patient outcome is the patient cured well. The pump was not sent to biomed. There is no service report on the pump. The pump is not back in service. Additional information received on 03/14/2012 from the distributor stated that the iabp pump will not be serviced because the power supply itself is defective.

Manufacturer narrative:
Manufacturer control no (B)(4). Follow-up report will be filed if additional information becomes available.